Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a red 72 reperfusion catheter (red72) and a neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing the red72 through the neuron max, the physician experienced resistance. Subsequently, the red72 broke at the proximal one third of the shaft. Therefore, the red72 was removed. It was reported that the physician did not have microcatheter or a guidewire inside when the red72 broke. The physician then used a non-penumbra catheter but was unsuccessful. Subsequently, he decided to use another non-penumbra catheter but had no success. The patient was determined to have intracranial atherosclerosis disease (icad). The procedure ended at this point. There was no report of an adverse effect to the patient.